Event description:
It was reported via sprinklr that the patient experienced an unspecified malfunction. Date of event is an approximation. The patient reported they ended up in the emergency room because of the dexcom product, but no specific cgm malfunction was reported. The patient declined to provide further information regarding the event and no symptoms nor treatment were reported. There was no documentation of a specific medical intervention. No other details were documented and multiple attempts to contact the patient for more information were unsuccessful. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.